Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The healthcare facility reports that the haptic of the c-flex aspheric 970c iol broke during implantation necessitating removal of the iol from the eye. The healthcare facility has reported no adverse effect to the patient as a result of haptic breakage. The root cause of haptic breakage in this case is not known by rayner. No causality assessment has been provided by the healthcare facility. Possible causes and/or contributory causes include; inadequate amount of viscoelastic used, inadequate quality of viscoelastic used, haptic trapped by plunger override due to fast motion, user opening closed flaps and closing flaps again before use, user being able to insert viscoelastic and the user not being able to visualise the iol during the insertion process. Our review of production records of the c-flex aspheric 970c iol batch (B)(4) showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the c-flex aspheric 970c iol ((B)(6) 2014) was carried out in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the c-flex aspheric 970c iol batch (B)(4). Device not returned to manufacturer.

Event description:
On (B)(6) 2016, rayner intraocular lenses limited received notification from a us healthcare facility of an event that occurred during use of a c-flex aspheric 970c iol. The event description provided by the healthcare facility states "implanted but haptic broke and had to be removed".